Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with general fatigue, the atrial lead exhibited loss of capture, high impedance and fracture. The lead was capped and replaced successfully on (B)(6) 2016.